Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient experienced a skin reaction. The date of issue is an approximation. The patient's dad reported that the patient had an allergic reaction to the sensor patch adhesive. The patient was taken to the dermatologist. The dermatologist diagnosed the patient with contact dermatitis. There were no further event details provided. No additional patient information is available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.